Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of a hypoglycemia event where the patient complained of not receiving a low glucose alert. The event happened on (B)(6) 2025 at 03:03 pm. The sensor glucose (sg) value was 8.2 mmol/l and blood glucose (bg) reading was 1.7 mmol/l. The low glucose alert setting was set at 3.6 mmol/l. The patient was able to self resolve the event by eating sugar.

Manufacturer narrative:
An investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. The analysis revealed that on (B)(6) 2025 at 02:59 pm, the sensor glucose (sg) value was 8.2 mmol/l and no blood glucose (bg) value was entered. Review of the alert history revealed that the user did not receive a low glucose alert around the reported time as user's sg was above 3.6 mmol/l. The user did not seek medical treatment and resolved the event by eating sugar. User's hcp was aware of the event. The investigation analysis revealed that around the reported time frame, the system showed good agreement between the sg and the bgs entered as calibrations. No anomalies were observed in the raw sensor data, as well. The bg value meet sg trends well. A review of 2 weeks' worth data (B)(6) was analyzed, and the system was still working within expectations. Since the customer did not enter the bg value into the system, the reported event could not be confirmed as dms analysis did not reveal any evidence of system malfunction. The customer was recommended to continue using the system, being sure to enter all the bg measurements into the system either as calibrations or manual entries. No further investigation was found necessary for this complaint. B4. Date of this report 31 july 2025. G3. Date received by the manufacturer? 31 july 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.